Manufacturer narrative:
The complaint rt380 breathing circuit is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test due to a leak in the expiratory limb. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) where it was visually inspected and pressure tested. Results: no damage was found to the breathing circuit or dryline during the visual inspection. The pressure test confirmed that the breathing circuit was within specification and was not leaking. Conclusion: we are unable to determine what caused the leak as reported by the customer as no fault was found with the returned complaint circuit. All rt380 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The user instructions supplied with the rt380 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions.

Event description:
A hospital in (B)(6) reported that an rt380 adult dual heated evaqua2 breathing circuit failed the ventilator leak test due to a leak in the expiratory limb. This was found prior to patient use.